Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the light guide fiber bundle of the universal cord sheath, internal light guide fiber bundle of the universal cord sheath was broken, and the light guide fibers glass of the insertion section was severely dented. Based on the results of the investigation, the customer¿s allegation was reproduced, it is likely the following led to the malfunction: a component failure of the light guide fiber bundle. A root cause could not be identified. Regarding the newly identified malfunctions, it is likely the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had insufficient image brightness. The issue was identified during a therapeutic laparoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had insufficient image brightness. The issue was identified during a therapeutic laparoscopic surgery. There were no reports of patient harm.